Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
The clinician reports that 4 weeks after the dental implant was placed, in ada site #24 of the patient's mouth, non-osseointegration was observed. Hygiene around the implant was good. The patient presented with mobility at the time of the event. The clinician reports lack of osseointegration.

Manufacturer narrative:
Exemption number: e2015015. Instradent USA, inc is submitting the report on behalf of neodent - jjgc.

Event description:
(B)(4). The clinician reports that 4 weeks after the dental implant was placed, in ada site #24 of the patient's mouth, non-osseointegration was observed. Hygiene around the implant was good. The patient presented with mobility at the time of the event. The clinician reports lack of osseointegration.